Event description:
Information was received indicating that during a surgical procedure a patient with a smiths medical portex® endotracheal tube was noted to have an increase in co2 levels. After the operation, the patient was reported to slip into "narcosis." The tube was then removed and the ett was noted to be kinked. No further adverse effects are reported.

Manufacturer narrative:
No product returned with inability to perform investigation. However, two pictures of the portex® endotracheal tube were returned for evaluation. A kinked tube was observed from the video received. Relevant documents were reviewed; no discrepancies found. Training records and the form curve operations were reviewed; no discrepancies noted. The curve operation was audited on (B)(4) units from production floor; no discrepancies found. One tube from the production floor was then taken and bent by hand for several minutes resulting in the tube staying bent. Based on the evidence, the complaint was confirmed. However, the root cause is unknown.